Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ therapy system. The patient has a history of chronic osteomyelitis. The reported event is being reported based on the additional information provided 05-jan-2022 by the physician. It is unknown if and what medical or surgical intervention was required. A device evaluation is pending completion. Device labeling, available in print and online, states: warnings: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Osteomyelitis: v.a.c.® therapy should not be initiated on a wound with untreated osteomyelitis. Consideration should be given to thorough debridement of all necrotic, non-viable tissue, including infected bone (if necessary), and appropriate antibiotic therapy. Protect intact bone with a single layer of non-adherent material. Wound infection: call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever; your wound is sore, red or swollen; your skin itches or you have a rash or redness around the wound; the area around the wound feels very warm; you have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Clinical considerations for diabetic foot ulcers: as with any treatment for diabetic foot ulcers, success depends on accurate diagnosis and the management of underlying disease in combination with effective debridement of non-viable tissue. Off-loading is essential for successful healing of diabetic foot ulcers. Early identification and prompt treatment of infection is essential to prevent complications. In patients with diabetes, this may be difficult as classic signs such as pain, erythema, heat and purulence may be absent or decreased. Special dressing techniques may be considered.

Event description:
On (B)(6) 2021, the following information was reported to kci by the patient: the activ.a.c.¿ therapy system allegedly was not suctioning properly and patient developed an infection. On (B)(6) 2021, the following information was reported to kci by the hospital nurse case manager: the patient has a history of chronic osteomyelitis that caused the alleged infection. On (B)(6) 2022, the following information was reported to kci by the physician: the wound seemed to be improving; however, when the activ.a.c.¿ therapy system was not maintaining a seal, the infection seemed to get worse. No additional information was provided. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion.

Manufacturer narrative:
Based on the additional information received regarding the reported event and device, kci's assessment remains the same; it cannot be determined that the alleged worsening of ulceration and infection is related to the activ.a.c.¿ therapy system. The patient has a history of chronic osteomyelitis. The device passed quality control checks before patient placement, and a device evaluation after placement could not be performed.

Event description:
On 18-jan-2022, the following information was reported to kci by the patient's wife: the activ.a.c.¿ therapy system allegedly caused worsening of ulceration and development of an infection. The patient reportedly required surgical debridement and antibiotic treatment. A replacement the activ.a.c.¿ therapy system was applied and the wound has improved. On 07-feb-2022, a device evaluation was completed by kci quality engineering. On 05-oct-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. The device was returned to kci on 14-dec-2021 and was subsequently lost in transit to kci quality engineering; therefore, a device evaluation could not be performed.